Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient developed pocket infection; the incision wound was draining clear fluid. The patient experienced pain in his left arm. The device was explanted on (B)(6) 2014 and the patient was administered IV antibiotics. The patient was fine post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).